Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using a neuron 6f 053 delivery catheter (neuron 053) and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while attempting to advance the microcatheter through the proximal hub. The procedure was completed using another neuron 053 and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron 053 was undamaged. Conclusions: evaluation of the returned neuron 053 revealed an undamaged, functional device. During functional testing, a demonstration lantern was advanced through the neuron 053 without an issue. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.